Event description:
A broken nail was discovered on (B)(6) 2015 during surgery to remove the nail and replace it with a hip implant due to a non-union. The nail was originally implanted (B)(6) 2014 and was walked on for a period of nine months. The pt is a male (B)(6) lbs with a bmi of 32.14. He has poor healing qualities and as noted in x-rays his femoral neck subsided into the femoral canal fully loaded the nail/lag screw junction. Even though this nail failed at the location, it did not displace because the lag screw remained fixed laterally in the cortical bone.

Manufacturer narrative:
Review of device history records indicate the product met all quality inspections and was released within specifications. The returned device was inspected on (B)(6) 2015 and a fatigue crack propagation (lateral to medial) was visualized across the lag screw/nail junction. This is consistent with the event description of patient load bearing of a non-union fracture over 9 months. The review of the device found no evidence of material or manufacturing defects. Potential nail breakage had been considered in the corresponding risk management file (rmf). The rmf considers non-union a typical complication of proximal femoral nail procedures. The surgical technique guide and product insert state that this type of event can occur.